Event description:
Complainant alleged that while treating a pt (age & gender unk), the device's display inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.